Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found, proximal segment was returned. Analysis also determined that the distal conductor was stretched, there was an outer insulation cosmetic esc, the outer insulation was torn, there was a cosmetic depression on the outer insulation and there was apparent explant damage. (B)(4): actual longevity is < 80% of 99.9% longevity limit. The device was fully functional with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Event description:
It was reported that the device lasted two years. It was also reported that the left ventricular lead had chronic high thresholds. The device was removed and replaced. The left ventricular lead was removed and replaced. No patient complications were reported as a result of this event.